Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the atrial port of the pulse generator. Eventually the lead was successfully inserted and secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.